Event description:
A surgeon reports a lens implanted in 1995 appeared to have a white discoloration of the optic. A yag was performed with no improvement. The patient's current cva is 20/30. No further intervention is planned. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been receved for evaluation. Lens remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.